Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was replaced by another physician. The hcp reported that they had not seen the patient at the time of the new lead and ipg. The hcp noted that the patient¿s last visit was in (B)(6) of 2007 and that they had last seen the patient in (B)(6) of 2016. No further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v017616, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. (B)(4) pertains to tined lead (v017616); (B)(4) pertains to tined lead (v017616); evaluation code pertains to tined lead (v017616).

Event description:
A patient reported her implantable neurostimulator (ins) was not working, it never helped her symptoms. The patient¿s healthcare professional (hcp) did a CT scan and determined the lead was not in the correct place and that was why it was not working. The patient stated the device was replaced. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.